Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of 39 mg/dl when compared to an hcp meter result of 161 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced symptoms of shaking, dizziness, sweating, lightheadedness, and heart palpitation. The customer received ¿first aid¿ from her co-worker, self-treated with candy, and a nurse assisted with juice treatment. The paramedic was called and upon their arrival, the customer was administered unspecified bag of ¿regular IV¿ (no glucose) as treatment and the customer was transported to the hospital. The customer was diagnosed with hypoglycemia but no additional treatment was rendered at the hospital. There was no report of death or permanent impairment associated with this event.